Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt "fell and pulled the pt line of the homechoice set loose". Baxter's technical service center assisted the home pt in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.